Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Description: additional response received from customer 05mar2025: we believe the product we are having issues with is a replacement infusion set ref 11171447. Lot # (10)24086332. This tubing set is in place of the set we had previously used. We started having multiple issues with the connector n40-0 connector popping off when we switched to this set due to the other set being backordered. Nursing and pharmacy have both been training on proper connection procedures for this n40-0 connection. We have had multiple instances of the connector becoming loose and/or leaking at the luer lock connection. The following are some examples of occurrences: nurse verifies n40-0 connector is tight hangs IV bag and when they go to hook up the patient the connector is already loose. Nurse verifies n40-0 connector is tight patient therapy runs for over an hour and the connector pops off at the luer lock. In 2 separate instances this resulted in a chemo spill. No adverse events reported. Nurse verifies tight connection hooked up connector noticed it was loose before patient hookup tightened again and connector came loose again, she then taped the connector at luer lock and shortly after it came looks with pump alarm. Apologies ref number (B)(4) lo sorb tubing set lot (10) 24126197 was the new set we have been utilizing.